Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Review of the run data showed the CT values generated for all three targets were quite delayed and near the lod. To note, the ic CT was also slightly delayed. Review of the instrument run data also revealed the alleged sample had curves with some abnormalities across channels. The curves anomalies affected the result calling of this alleged result. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. Updated to indicate device is labeled for single use. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results for one patient sample when using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. The sample generated a positive result for all 3 targets (sars-cov-2, flu a and flu b) in the initial test. The customer repeated this sample on 2 other cobas liat analyzers and both results were negative for all targets. The negative result was reported. No harm was alleged.